Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used during a biliary drainage procedure performed on (B)(6) 2016. According to the complainant, while loading the advanix biliary double pigtail stent onto the delivery system, the stent kinked. A 2nd advanix biliary double pigtail stent with same lot number was used. However, during implantation of the 2nd stent, the papilla side pig tail did not curl properly. The 2nd stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
A visual evaluation of the returned device found that the stent was kinked along the drainage holes in distal pigtail. Investigation concluded that the condition of the returned device was consistent with the complaint incident that stent was kinked. Per the event information, the issue was identified during the preparation and outside the device. Most likely the stent was kinked due to some handling aspect of the device during shipping, storing and unpacking of the device. During manufacturing, the devices are 100% inspected for device functionality and integrity. Therefore, 'handling damage' is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A lot history search was performed and found two other complaints against lot number 18986839 for non-related issues; one from the same customer and another from a different customer.

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used during a biliary drainage procedure performed on (B)(6) 2016. According to the complainant, while loading the advanix biliary double pigtail stent onto the delivery system, the stent kinked. A 2nd advanix biliary double pigtail stent with same lot number was used. However, during implantation of the 2nd stent, the papilla side pig tail did not curl properly. The 2nd stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".